Manufacturer narrative:
The reagent lot number is 869544001, with an expiration date of 31-jul-2026. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The alarm trace did not indicate any issues. The patient sample tubes were centrifuged for 3 minutes at 5200 rpm. The centrifugation time may be shorter, and the speed faster than the recommended guidelines. The field service engineer (fse) inspected the module and determined that a low probe rinse volume had caused the event. He adjusted the probe rinse volume and cuvette rinse volumes. He verified the module's performance with a successful precision check. The customer did not report any other issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2 results from four patient samples tested on the cobas 6000 c (501) module. The following examples of discrepant results for three patient samples were provided: patient sample 1 the initial result from the module was 7.1 mg/dl. The repeat result from another c 501 module was 9.0 mg/dl. Patient sample 2 the initial result from the module was 4.3 mg/dl. The repeat result from another c 501 module was 9.1 mg/dl. Patient sample 3 the initial result from the module was 5.4 mg/dl. The repeat result from another c 501 module was 8.0 mg/dl. The initial results were not reported outside of the laboratory, as an invalidating data flag in another patient sample result prompted the rerun of the patient samples. The repeat results were deemed correct.